Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion which was not reproduced during evaluation. The reported problem were verified through a review of the event history log by the presence of "downstream occlusion!" But were not determined if the alarms were true or false. The device was found to function as designed with relation to the reported symptom. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no patient involvement. No additional information is available.